Event description:
The patient stated, that she awoke to her infusion device beeping and "3.00" and "77" were displayed on the screen. The patient was advised to insert a new power pack and her infusion device functioned properly. The patient stated, that she was not aware of the power pack recall. Corrected power packs were shipped to the patient. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.